Manufacturer narrative:
The unit was requested back for evaluation but has not been returned.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that during the testing of the unit that was returned from being upgraded, the unit alarmed but then it "seems to skip a tone and then resume." The audio reportedly "crackles." There was no pt involvement.